Event description:
It was reported that during an anterior cruciate ligament surgery the suture broke. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. ***update swit 01-feb-2023: it broke when pulling the ligament through the canal.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-1588rt-ib was received for investigation. Visual evaluation found that the fiberwire suture was broken and is still attached to the tightrope button with a knot. The fibertape was broken, and a small piece was still attached to the button. The cause remains undetermined. However, per dfu-0147; excessive force on the shortening suture strands may break the strands and impair the ability to fully seat the implant.